Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved instrument which has broken during use is not available and cannot be analyzed. Nothing unusual to report was found during DHR review. No product received, investigation do according to the lot 219040. According to lot no -- instruments are manufactured to our prescriptions and was found in compliance with specifications. Root causes are not identified. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a c-pilot file broke during treatment. The event outcome is unknown as of this MDR evaluation.